Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that the device was used during a ladg procedure, the blade of the device broke after locking out. Case was completed with like devices with no patient consequence.